Event description:
Per the clinic, the device was explanted due to electrode array extrusion. The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).